Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed an error code on the patient side during a procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported error code and traced the fault to several loose plug connections on the distribution board. The connections were reseated and no further issues have been reported. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed an error code on the patient side during a procedure. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the sorin heater-cooler system 3t displayed an error code on the patient side during a procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported error code and traced the fault to several loose plug connections on the distribution board. The connections were reseated and no further issues have been reported. A functional test was successfully performed by the service representative and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. No trend has been identified for this type of issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Evaluated on site by sorin service rep.